Event description:
A finance and data lead reported that during an intraocular lens (iol) implant procedure, two lenses have failed to open in theatre yesterday. Additional information was requested and received that according to the theatre team the lens wouldn¿t open once unpackaged to then place into the patient¿s eye. Surgery was completed by using alternative lens. There was no patient harm. No product available for return.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).